Manufacturer narrative:
Pump was received with constant failed battery test alarm due to corroded battery tube. Unable to verify for operating currents including low battery, off no power and battery out of limit alarm anomaly due to constant failed battery test alarm. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also stated the battery was drained from the insulin pump after one day or multiple times in one day. Customer's blood glucose was unknown at the time of the call. Troubleshooting found the spring in the battery compartment was discolored or corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.